Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was due to the electrode belt¿s pulse wire being pulled from strain relief at the distribution node (dn). The root cause for broken pulse wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt cable was damaged.